Event description:
The customer reported that following a diagnostic catheterization in 1999 a vasoseal vhd kit size 1 was deployed. On november 26, 1999 the pt developed redness, swelling and drainage at the puncture site and was admitted for treatment with IV antibiotics. A culture of the puncture site revealed gram positive for moderate e-coli and staph. Blood cultures were negative. The pt was discharged on december 2, 1999 on oral antibiotics. No further complications were reported.